Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to a false empty detect, and use error due to the clinician inappropriately setting the minimum drain volume percentage too low.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration (uf) reading was 768 ml, indicating the home patient (hp) drained 768 ml more than their programmed fill volume of 900 ml. This information gave a total drain volume of 1668 ml, which met the iipv criteria.